Event description:
It was reported that the external pulse generator's (epg) would not continue to pace for a minimum of fifteen seconds when the battery was removed. The epg shut off when the battery was removed. It was further reported while used on a patient, the battery needed to be changed and the device went blank. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically damaged. (B)(4).

Event description:
It was reported that the external pulse generator's (epg) would not continue to pace for a minimum of fifteen seconds when the battery was removed. The epg shut off when the battery was removed. It was further reported while used on a patient, the battery needed to be changed and the device went blank. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.